Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After inserting the sheath and removing the dilator, the farawave catheter was inserted. The physician aspirated the sheath and noticed a lot of it bubbles coming from the sheath into the aspiration syringe. No air was observed in the patient. The device was replaced and the procedure was completed. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After inserting the sheath and removing the dilator, the farawave catheter was inserted. The physician aspirated the sheath and noticed a lot of it bubbles coming from the sheath. The device was replaced and the procedure was completed. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updated b5 field with additional information received.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After inserting the sheath and removing the dilator, the farawave catheter was inserted. The physician aspirated the sheath and noticed a lot of it bubbles coming from the sheath into the aspiration syringe. No air was observed in the patient. The device was replaced and the procedure was completed. No patient complications were reported. The device is expected to return for laboratory analysis.